Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the seal disengaged. The surgeon removed the device and applied another to complete the procedure. The hosp has reported no pt injury occurred.